Event description:
It was reported that thetray spn qnke22g3.5 l/b-d/e experienced tip/luer syringe breakage during use. The following information was provided by the initial reporter: material no. 405609, batch no. 0001275414. Cn called stating that the glass syringe tip of the anaethasia tray cat no. 405609, lot no. Ooo1275414, broke off at the tip during use. No injury or harm, product did not touch patient, date of incident (B)(6) 2019.

Manufacturer narrative:
Investigation: no complaint sample was provided for evaluation. Consequently, the investigation was not able to confirm the reported failure mode. The complaint investigation was unable to confirm the reported failure mode; no contributing factors were able to be identified as no sample was provided for evaluation. The investigation did note the glass syringe is a supplied part and is not altered by the mannford site prior to placement in the finished good tray. Consequently, a probable root cause could not be identified for the mannford manufacturing facility based on the investigation results. A device history record review of all applicable manufacturing records for lot 0001275414 did not identify any issues that may have contributed to the reported failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tray spn qnke22g3.5 l/b-d/e experienced tip/luer syringe breakage during use. The following information was provided by the initial reporter: material no. 405609 batch no. 0001275414. Cn called stating that the glass syringe tip of the anaesthesia tray cat no. 405609 lot no. Ooo1275414 , broke off at the tip during use. No injury or harm, product did not touch patient, date of incident (B)(6) 2019.